Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from the field clinical specialist. The field clinical specialist reported that the patient had a favorable course post-procedure and was weaned off the percutaneous heart pump. In addition, the heart block subsided over time and did not require treatment. No further action is required.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures (e.g. Injury to the mitral valve/ apparatus) is a known potential complication associated with the tavr procedure. Per literature review, the appearance of significant mitral regurgitation (mr) is one of the possible complications of a percutaneous prosthesis implant procedure. Mr can become exaggerated after tavr for several reasons, including direct mechanical damage to the mitral valve leaflets or subvalvular apparatus by the guidewire or prosthetic valve, or "impingement" of the prosthesis on the anterior leaflet of the mitral valve because of low implantation of the prosthesis. Secondary mechanisms include myocardial ischemia, systolic anterior motion (sam) of the mitral valve leaflet with dynamic obstruction of the left ventricle outflow tract (lvot), significant paravalvular leakage, cardiac tamponade, and mechanical asynchrony due to conduction disorders (i.e. New-onset lbbb). In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient and procedural factors (restricted blood flow by the s3ur and delivery system in combination with left ventricular hypertrophy and weak cardiac muscle resulting in pressure load to the left ventricle) may have caused or contributed to the mr. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. Aortic regurgitation (ar) may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien (all models) transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. Aortic regurgitation (ar) is common and may vary in severity. Typically, this is resolved by deployment of the new valve. However, in severe cases the device will need to be deployed in the aorta or removed from the patient through a new surgical incision. Patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension during the thv procedure is treated with standard therapies, including vasoactive drugs. It is common to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some instances, these standard maneuvers are performed during the procedure and are not effective in stabilizing the patient's hemodynamics, and the patient may require additional support (cpb, ECMO, iabp, etc.). In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (weak cardiac muscle and left ventricular hypertrophy) may have caused or contributed to the ar. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the device has been discarded at the hospital.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral transcatheter aortic valve implantation with a 23 mm sapien 3 ultra resilia (s3ur) / commander kit, acute aortic regurgitation (ar) occurred when the s3ur and delivery system crossed the native aortic valve. Increased left ventricular load due to ar caused severe mitral regurgitation (mr). As blood pressure dropped, the delivery system was pulled back to the ascending aorta. Chest compression and electric defibrillation were performed for ventricular tachycardia (vt) but was ineffective. Percutaneous cardiopulmonary support (pcps) was started. Blood pressure recovered, but vt persisted. The s3ur was immediately implanted with nominal volume. Vt was resolved by valve implantation, but complete atrioventricular (av) block developed. Temporary pacing was started. As mr remained after valve implantation and guidewire removal, percutaneous heart pump was inserted. No damage to the mitral tendinous cords was observed. According to the physician, since the patient had left ventricular hypertrophy and weak cardiac muscle, pressure load to the left ventricle might have increased when the s3ur crossed the native valve due to restricted blood flow by the s3ur and delivery system, causing mitral regurgitation.